Manufacturer narrative:
An event of difficult to removal (entanglement with valve) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the nosecone of the delivery system hooked on the stent of the valve, causing the valve to migrate. Based on all available information, the reported event appears to be related to procedural conditions (pulled valve upward cause interaction with valve) but could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. Post-implant of the valve it was observed that the nosecone of the delivery system hooked on the stent of the valve, causing the valve to migrate. A lasso catheter was used to snare the valve into the ascending aorta. There was sufficient calcium to allow anchoring of the device. There were no difficulties in deploying or retracting the valve during the procedure. A new 26mm non-abbott valve was implanted valve-in-valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.